Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a bluetooth connectivity issue with their merlin application. The patient was brought in, and programming changes were made to restore connectivity. There were no patient consequences.